Event description:
Clinical study. It was reported that after a coronary artery stenting procedure the patient experienced restenosis. Lesion 1 was a de novo lesion in the mid right coronary artery (mid rca). The lesion was a 3.5mm, 75% stenosed, and 12.0mm long. The physician treated the lesion with direct stent placement of a 3.5x16mm taxus express2 study stent. No post-dilatation or ivus was performed. Residual stenosis became 0%. Lesion 2 was a 3.0mm, 75% stenosed, 20.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation using a 2.5x20mm balloon (14atms), two balloons were used. The physician successfully placed a 3.0x28mm taxus express2 study stent in the target lesion at (18atms). Post-dilatation was performed with a 2.5x20mm balloon (pre-dilatation balloon), and the taxus 3.0x28mm balloon (10atms). The 2.5-20mm balloon was inserted into the side branch and the postdilatation was kissing balloon technique performed. Post-ivus was performed, it was confirmed that the stent was implanted properly. Residual stenosis became 0%. The patient was discharged the next day. About 271 days after the index procedure restenosis was confirmed. Tvr was performed in the prox lad. Ballooning with an unknown device was performed. Residual stenosis became 0%. The patient was discharged 3 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.